Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 218, 195 and 74. Performance testing could not reproduce the reported issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 218 is a software issue. The system fault 195 was activated due to the system fault 74. The root cause of system fault 74 is unable to be determined. Review of the device battery's data also revealed a battery issue. The investigation determined that the battery issue was due to an isolated component failure within the device main battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf74, sf195 and sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us and was assessed as not reportable in. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed error messages (sf74, sf195 and sf218). There was no patient injury reported as a result of this incident.